Event description:
The patient reported that they were in the hospital an extra week after their implant. This was due to the patient experiencing a pneumothorax. The implantable pulse generator (ipg) and leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: addrl1 implantable pulse generator (ipg) implanted: 2013 (B)(6); 5076 implantable pacing lead implanted: 2013 (B)(6). (B)(4).